Event description:
The patient developed an infection. The pump and catheter were explanted. The symptoms, outcome, and drug in the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Cnocomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that the primary location of the infection was the pocket site. The patient received antibiotics. The drug being infused by the pump or oral medications, date of onset, date of last refill, and culture results were unknown. The patient did not have meningitis.